Event description:
It was reported that the self retaining portion (internal hex) of the screwdriver sheared off during screw insertion. All broken pieces were retrieved. The case was completed with a second driver. No pt complications were reported.

Manufacturer narrative:
(B)(4): the screwdriver was returned for eval. Visual examination confirmed the sleeve and retaining tabs are broken. Witness marks noted on the inside of the broken off portion of the sleeve. Microscopic examination of the fracture revealed a quasi-brittle fracture, with no indication of fatigue or torsion, suggesting possible bending moment. The crack appears to have initiated at the stress relief fillets. A review of the device history records did not identify any applicable nonconformance to spec.